Event description:
It was reported that device contamination occurred. A 3.50 x 38mm synergy xd drug-eluting stent was selected for use. However, when the physician loaded stent on to wire and noticed a marker band ring floating on the catheter shaft. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
The synergy xd mr us 3.50 x 38mm was returned for analysis. Visual / tactile inspection identified no kinks or damages along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified a free moving metallic foreign ring moving along the midshaft extrusion. Microscopic analysis revealed the foreign ring was partially compressed and that the ring could move along the entire shaft (hypotube and distal extrusion). A microscopic examination of the crimped stent identified that the proximal edge stent struts were lifted. A detailed microscopic examination of the stent damage identified fibers caught in the stent struts. These fibers likely came in contact with the damaged stent struts during device handling as part of the return for analysis and do not relate to the complaint event. No other damage was noted along the crimped stent. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. A microscopic examination of the tip identified no damages. Due to the damage at the proximal edge of the stent, it was not possible to move the compressed foreign ring over the stent to remove it from the device. It was possible to insert the device through the product protective hoop with the foreign ring on the device. The outer diameter of the undamaged stent measured within the maximum crimped stent profile measurement. As the foreign ring somewhat resembled a markerband, it was lined-up against a markerband used in the manufacture of the synergy xd device. It was noted that the foreign ring is a different size to that markerband. The foreign ring was sent for material testing. A review of the stent outer diameter confirmed that the foreign ring could have been introduced over the crimped stent and onto the shaft after the device was removed from the protective packaging. Electro diversity spectrometry (eds) analysis showed that the ring was made of materials which were not consistent with the synergy xd marker band. This review concluded that the foreign ring is not related to any component used in the manufacturing process.

Event description:
It was reported that device contamination occurred. A 3.50 x 38mm synergy xd drug-eluting stent was selected for use. However, when the physician loaded stent on to wire and noticed a marker band ring floating on the catheter shaft. The procedure was completed with a different device. There were no patient complications reported.